Event description:
The facility reported, they had an error code they could not clear after talking to technical support. There was a 45-60 min delay while they waited for the biomed to arrive to work with technical support to resolve the error code. After that the unit worked fine. Tech support recommended the customer have the unit serviced. The facility uses a third party service. The surgeon had completed the buckle, but had not started the case yet. The case was completed, but the doctor changed the procedure; the ppv was not done. The pt may need another surgery. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.